Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) administered inappropriate ventricular tachycardia (vt)/ ventricular fibrillation (vf) shock therapy for a supra ventricular tachycardia (svt) episode. The ICD was reprogrammed and continues to be monitored. The ICD remains in use. No further patient complications have been reported as a result of this event.